Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens, the lens appeared malpositioned. The lens was repositioned successfully with no resulting loss visual acuity.